Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a combi set blood leak occurred thirty minutes into a patient¿s hemodialysis (hd) treatment. When the rn was administering medication through the medication port, the entire medication line separated from the venous chamber and blood started leaking out. The rn stopped the blood pump and treatment immediately. When the separation occurred, there were no alarms from the machine as treatment was immediately stopped. The cm confirmed there had been no adjustments made to the patient¿s blood flow rate (bfr). The cm confirmed that all connections appeared to be secure during pre-treatment inspection and priming. The cm was unsure what caused the line to separate. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing an optiflux 180nre dialyzer. The patient¿s blood was not returned and the estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reported to be available for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported that a combi set blood leak occurred thirty minutes into a patient¿s hemodialysis (hd) treatment. When the rn was administering medication through the medication port, the entire medication line separated from the venous chamber and blood started leaking out. The rn stopped the blood pump and treatment immediately. When the separation occurred, there were no alarms from the machine as treatment was immediately stopped. The cm confirmed there had been no adjustments made to the patient¿s blood flow rate (bfr). The cm confirmed that all connections appeared to be secure during pre-treatment inspection and priming. The cm was unsure what caused the line to separate. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing an optiflux 180nre dialyzer. The patient¿s blood was not returned and the estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. At this time a search in the sap system was performed, to verify the product availability for companion samples at the dcs; the entire lot has been sold and distributed, a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.